Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with high voltage lead impedance greater than normal and lead fracture. The lead was capped and replaced. The patient was well after the event.